Event description:
It was reported that bd alaris smartsite low sorbing set luer lock connection was coming loose. The following information was reported by the initial reporter and the verbatim: xxx, I believe we have a lot of defective alaris .2 micron filters. For lot: 23029132, we have tested a batch of filters and are at a 62% failure rate. The bonding near the luer lock connector is popping off with the slightest tug.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Address was not obtained and fl was used based on facility/area code h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: 13 samples were received and tested by our quality team. The sets seemed to be lightly used possibly unused. The separations on 2 sets were immediately obvious and the rest of the smartsite ends were separated with minimal force applied. The customer's complaint was verified. A digital microscope was used to analyze sets and there seemed to be an absence of solvent on the tubing where smartsite end was supposed to be secured. The manufacturer of the set was contacted for further investigation. The root cause was confirmed to be an incorrect application of solvent during assembly and there has been a quality alert initiated to aid in proper solvent application/ assembly. This will correct this issue from occurring in the future. A device history record review for model 10013902 lot number 23029132 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09feb2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.